Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed two ventricular tachycardia non-sustained events that appeared to be possible far field r-wave (ffrw) oversensing of the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.